Event description:
When ma was re-capping the needle after drawing up the vaccine, the needle bent and went through the cap. The ma had done this the same way many times before with no issues. FDA safety report ID #: (B)(4).